Manufacturer narrative:
(B)(4).

Event description:
It was reported that the mdu was overheating. This was noticed before the case.

Manufacturer narrative:
There was no relationship found between the returned device and the reported incident. A visual inspection was performed and no issues were noted. Product did not fail for overheating but failed functional testing with a hand piece error when inserted into mdu receptacle on test control unit. Cause of hand piece errors is a corroded forward button spring that was stuck in the ¿on¿ position. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. The cause of the hand piece error has been determined to be corrosion of the forward button assembly. Factors that could have contributed to the event include a buildup of corrosion/debris around the button assembly from cleaning chemical fluid ingression over time. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.